Event description:
It was reported that during a hand assisted laparoscopic nephrectomy procedure, the doctor reported that the device came apart. It could not be determined what caused the device to come apart. No patient consequences. Case completed with another device of the same product code.